Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was analyzed and no issue was observed. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned reader was further investigated and de-cased. Performed an internal inspection on the de-cased reader, no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned customer battery was measured to be within specification range (1.4v to 1.6v). Performed a smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit were reviewed and the DHR showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported an unspecified low sensor reading and self-treated with dextrose. The customer then developed symptoms described as no long able to speak, high blood pressure, nausea, vomiting, and loss of consciousness. An ambulance was called and the customer reported a series of healthcare meter results, over several hours, of 2.9 mmol/l, 3.2 mmol/l, 2.8 mmol/l, and 2.7 mmol/l. The customer reportedly was not provided any treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low reading issue with the adc device. The customer reported an unspecified low sensor reading and self-treated with dextrose. The customer then developed symptoms described as no long able to speak, high blood pressure, nausea, vomiting, and loss of consciousness. An ambulance was called and the customer reported a series of healthcare meter results, over several hours, of 2.9 mmol/l, 3.2 mmol/l, 2.8 mmol/l, and 2.7 mmol/l. The customer reportedly was not provided any treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.